Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) passed away and the cause of death was unk. It was reported that an ambulance took the pt to the hosp where he was pronounced dead. The spouse was wondering why the device did not fire or if it did, why the latitude system did not alert the physician. Ts recommended that the spouse talk to the physician about the circumstances surrounding the pt's death and how the device was programmed and operated. Subsequent info indicated that there were no alerts in latitude, and there was no data to indicate that the pt had a arrhythmic death according to the field rep. At this time, no further info has been made available.

Manufacturer narrative:
As of today, this product has not been returned. Should add'l info become available, this report will be updated.